Event description:
The customer reported that channel 4 was blocked. The issue was observed during reprocessing. The device was washed manually. There was no patient or user harm reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the air/water channel was blocked due to foreign material clogging the nozzle. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
During inspection and testing, service found the grip had a scratch, and the switch box was dented. The scope cylinder had discoloration. Due to a cut on the heat shrinking tube of the forceps elevator, the expected insulation capacity could not be obtained. The plug unit was damaged. The scope case had a dent. Due to a crack on the distal end cover, the insulation resistance value does not meet the standard. The objective lens and light guide lens were cracked. The connecting tube was cut and had a scratch. The universal cord had a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the clogged air/water channel/nozzle by a foreign material. A definitive root cause for this issue was not established. However, it is likely that the end-user may have failed to remove the material despite following the appropriate reprocessing instructions specified in the instructions for use (IFU). Generally, the occurrence of the reported problem can be prevented by adhering to the IFU, which states the following: ¿operation manual preparation and inspection: inspection of the endoscope : inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual: precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Presoaking the endoscope.¿ olympus will continue to monitor field performance for this device.